Event description:
It was originally reported that in the morning of (B)(6) 2012 the patient lifted a blanket and her arms all the way up towards the sky. She heard a "pop". She could feel the lead sliding around and it was very painful. It was later confirmed that the leads were in her stomach area and not stable with her movement. She was going to be explanted.

Manufacturer narrative:
Lead model 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted, lead: model 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted, recharger: model 37752, serial# (B)(4), programmer: model 37743, serial# (B)(4). (B)(4).